Event description:
It was reported that during a surgical procedure conducted at the user facility the surgeon felt that the system was inaccurate, superiorly to inferiorly and the system froze during registration with the use of a ziehm 3d c-arm. Two placed screws were moved as a result of the reported inaccuracy. No adverse consequences, medical interventions, or clinically significant delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the surgeon complaint that the system was inaccurate and the system froze during registration with the use of a ziehm 3d c-arm. No impact to the patient and no clinically significant delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the surgeon felt that the system was inaccurate and the system froze during registration with the use of a ziehm 3d c-arm. No impact to the patient and no clinically significant delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the surgeon felt that the system was inaccurate, superiorly to inferiorly and the system froze during registration with the use of a ziehm 3d c-arm. Two placed screws were moved as a result of the reported inaccuracy. No adverse consequences, medical interventions, or clinically significant delays were reported with this event.